Event description:
After equipment was inspected and pt was sedated with valium and versed, side-viewing duodenoscope was passed easily into duodenum. A small papilla was visualized with a large periampullary diverticulum. Papilla was adjacent to diverticulum. Cannula was inserted into common bile duct and two bile duct stones were seen. Wire was passed to cannula and a sphincterotome was passed. A 1 to 1.2 cm sphincterotomy was performed. It was felt that a larger one could not be safely performed. Balloon, first a 12 mm one and then a 15mm one were then placed over basket and attempts were made to remove stones. Stones, however, could not be passed. Scope popped back into pt's stomach during one of attempts at removing these stones. When an attempt was made to re-insert scope into duodenum, peritoneal structures were visualized; no excessive force had been used during this reinsertion of duodenoscope. At this point, scope was immediately withdrawn and abdominal films were ordered. Although pt's vital signs remained stable, films revealed free air in peritoneal cavity. Pt's family was immediately notified. Although all risks and benefits were explained to them, they elected not to proceed with surgery and refused to give permission to use ng-suction and initially to administer antibiotics. They stated that this decision was in accordance with pt's expressed wishes. Pt remains in grave and guarded condition and despite long discussions between pt's physicians and family, is receiving only palliative assistance; she receives IV fluids and antibiotics. Per her family's wishes, a do not resuscitate order is in place. Discussions with involved gastroenterologist and assisting nurse revealed no deviation from standard practice of care or difficulty with equipment. Examination by the hosp's biomedical engineering department of the duodenoscope and electrical equipment used during the procedure revealed no malfunction or defect with the equipment. It is presumed that the large periampullary diverticulum was the structure which was perforated.